Manufacturer narrative:
Results of investigation: the suspect device was returned for investigation. Vyaire medical received ltv vent p/n 18888-501-99 s/n (B)(6). A visual inspection was performed and noted that turbine inlet filter appeared visibly worn, also no fan filter was present. Damage to power pigtail. Found indent on chassis at blender mounting location, possibly due to droppage. Customer requested event trace of ltv unit due to patient death. Event trace and post was retrieved and found no indications of unit malfunction. High- and low-pressure alarms were recorded, based on customer alarm settings this would be considered normal operation of the vent. No abnormal events that would have stopped or interrupted ventilator operation were found. Unit ran for an additional 15hrs, found an intermittent autocycle/patient effort triggered between breaths. An event trace was again retrieved after run time; no issues noted. Internally, found excessive dust buildup, yellow/degradation of system tubing. No tears or kinks noted. Found tubing going into valve differential transducer was not fully inserted. According to service records, ltv unit is overdue for pm.

Manufacturer narrative:
UDI # removed and date of manufacture was added (17jan2007). Device serial number: (B)(6) has a date of manufacture of 17 jan 2007 and was not subject to UDI requirements.

Event description:
It was reported to vyaire medical that the patient expired on a laptop 1200 ventilator. The vent is not suspected to be the cause of death.

Manufacturer narrative:
H3:02-the suspect device was returned and evaluation is anticipated but not yet begun. Once a final investigation is complete, a follow-up report will be submitted.